Manufacturer narrative:
Device is a combination product.  The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07108, 2134265-2018-07109, 2134265-2018-07110. It was reported that patient ¿coded¿. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The patient also had a chronic total occlusion in the right lad as well as significant disease in the circumflex and in the obtuse marginals. There were a total of 4 bsc stents deployed in the lad and only one was expired which was the 16 x 2.50 promus premier¿ stent. The 3 other stents were one promus otw and 2 synergy mr stents. The expired stent was discovered after the case, when the devices used were being consolidated. The procedure was completed and the patient was fine. However, 3 days post-procedure, the patient coded. A temporary pacemaker was implanted to control the patient's heart rhythm. No further patient complications were reported and the patient was recovering.